Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_prog, serial# unknown, product type programmer, physician. Product ID 3093-28, lot# va0d89p, implanted: 2014-(B)(6), product type lead. (B)(4).

Event description:
Additional details of the event were reported. It was reported the lead had moved significantly and out of the sacrum. The lead tines had moved completely. The patient had noted a small fall, but it was undetermined if the fall had prompted the lead movement. It was stated the patient alluded to the fact that they don¿t regularly participate in high impact, strenuous activity. Impedances were normal during the first implant procedure.

Event description:
It was reported that the patient had a temporary test wires put in after she had the permanent sacral nerve stimulator and had to replace after the first time, but the wires had migrated again and were completely out of place. This information was previously reported in manufacturer¿s report #3007566237-2015-01013. Going forward any additional information regarding the 1st lead migration will be reported in manufacturer¿s report # 3004209178-2014-03434.

Event description:
It was reported that the patient never had therapeutic effect, but noted that she was implanted the day prior to the report. The patient had not felt stimulation and her symptoms were not under control since implant. The patient was not given any instructions on what to do. The patient tried to turn her stimulation up the day prior to the report ¿as far as it would go¿ and felt no stimulation. The patient was assisted in using the programmer and was on program 2 at 2.65. The patient turned stimulation up until she reached the upper limit screen. The patient was at 6.35 and felt no stimulation. The patient tried all other programs and felt no stimulation. The patient did not have any falls and noted that her trial was good and felt stimulation. Eleven days later it was reported that the cause of the event was lead migration and the patient failed to respond. The patient had imaging diagnostics on (B)(6)-2014. The lead was explanted and replaced. The patient had a response in pacu. No hospitalization was required and the patient outcome was a non-serious injury or illness and she recovered without sequela.